Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the distal end of the device was chipped and leaking. The forceps cover glue was peeling, the bending section cover had a crack, and it was leaking from the elevator channel (water jet tube). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Based on the evaluation performed on the olympus asset, the distal end of the device was chipped and leaking. The forceps cover glue was peeling, the bending section cover had a crack, and it was leaking from the elevator channel (water jet tube). No patient involvement reported. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the tip adhesive detachment likely occurred due to the same cause as other breaks, but it was not possible to determine whether the detachment was due to stress or handling or other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.